Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer's insulin pump had lost communication and will not work properly. The patient's blood glucose level was at 68 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was programmed with correct time and date. The device was monitored for 8 days with a 1.0 u/hr basal rate. The device was downloaded to carelink properly. No history anomalies noted. However, several error alarms were found at the alarm history file. The error alarms were due to a corrupted history file. No cosmetic damage noted.